Manufacturer narrative:
At this time no conclusion can be made to what extent the device may have caused or contributed to the reported event. With no lot number provided a review of the manufacturing records could not be conducted. Should additional information be provided, a supplemental emdr will be submitted. While it was reported that a xenmatrix device was implanted in the revision procedure, the patient's attorney is only making a claim for an adverse patient outcome against the ventralex device only. Not returned to manufacturer.

Event description:
The following was reported to bd by the patient's attorney: in (B)(6) of 2013, the patient underwent surgery for implant of an unspecified ventralex mesh. As reported, it is alleged the patient experienced unspecified injuries and underwent a revision surgery with implant of an unspecified xenmatrix device in (B)(6) of 2017. As reported the patient is making a claim for an adverse patient outcome against the ventralex device only. The patient's attorney alleges general allegations for "past, present and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."